Event description:
It was reported that the rv lead was capped at normal device changeout due to high thresholds and low lead impedance. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was capped at normal device changeout due to high thresholds and low lead impedance. No patient complications were reported as a result of this event. A 3500a was received and further reported an event 17 days prior to the capping of the rv lead. It was reported that the patient presented to the emergency department with complaints of weakness, syncope, and had episodes of severe bradycardia caused by intermittent loss of capture of the rv lead. The output was increased to the lead and the patient's symptoms disappeared. A chest x-ray did not show any significant damage to the lead. A second 3500a was received and further reports that the patient was admitted with tachybrady syndrome. Pacer showed transient failure to capture. Patient tripped to eri during initial testing. A new device and rv lead were implanted. The rv lead was not extracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was reported that the rv lead was capped at normal device changeout due to high thresholds and low lead impedance. No patient complications were reported as a result of this event. A 3500a was received and further reported an event 17 days prior to the capping of the rv lead. It was reported that the patient presented to the emergency department with complaints of weakness, syncope, and had episodes of severe bradycardia caused by intermittent loss of capture of the rv lead. The output was increased to the lead and the patient's symptoms disappeared. A chest x-ray did not show any significant damage to the lead. A second 3500a was received and further reports that the patient was admitted with tachybrady syndrome. Pacer showed transient failure to capture. Patient tripped to eri during initial testing. A new device and rv lead were implanted. The rv lead was not extracted. No conclusion can be drawn capture, intermittent impedance, low high threshold.